Event description:
A physician reported that a vns patient died due to suspected sudden unexpected death in epilepsy (sudep). The physician reported the death was not related to vns. Follow up revealed that the patient worked on a job near the ocean, believed to be a port construction worker. The patient is stated to have lost consciousness and then fell into the water but was immediately rescued and resuscitative efforts allowed him to be taken to the hospital for treatment. The patient died 2 days later in the hospital. The treating neurologist's medical opinion is that the initial unconsciousness was due to sudep-related mechanisms and although resuscitative efforts were able to prevent sudden death the patient eventually succumbed due to the complications arising from the initial event. It was reported that the patient was receiving vns therapy at the time of his death. Review of available programming and diagnostic history revealed no anomalies. Due to patient privacy issues attempts to obtain further medical records and/or death certificate have been unsuccessful. No autopsy was performed and the vns system was not removed prior to the patient's body being cremated. Attempts for further relevant information have been unsuccessful.